Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound and open circuits. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was cut prior to receipt. In addition, silastic cuts were observed on the fantail region. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. This is believed to have occurred during revision surgery. In addition, several broken electrode wires were observed at the fantail region. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. In addition, silastic cuts were observed on the fantail region. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. This is believed to have occurred during revision surgery. In addition, several broken electrode wires were observed at the fantail region. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. Dissection and the scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks on several electrode wires. Other electrodes revealed evidence of being cut. Scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks on several electrode wires at the fantail region. These breaks can be associated with the lost sound and the open electrodes reported. A CAPA was implemented. This is the final report.